Event description:
The customer reported that the system displayed intermittent communication error messages and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation single board computer was repaired. The aec control printed circuit board and the kilovolt control printed circuit board were installed. No conclusion can be drawn as there is no further information available.